Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the patient experienced a perforation by the right atrial (ra) lead, which was suspect of micro-perforation. A pericardial window procedure was performed to remove the blood from around the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.